Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from an unknown source regarding a patient who was receiving morphine drug via an implantable pump. It was reported that the pump eroded though the skin. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient stated that he noticed a skin rash start around on (B)(6) 2024. He was told it was nothing to worry about by his managing office. Late november, the pump eroded through the skin. He went to an emergency room (ER) in (B)(6). The ER covered it for sterility and advised him to consult his managing physician. He met his physician upon return to (B)(6) in the first week of december. He was then referred for explant which happened on (B)(6) 2024 and was planning to replace the pump and catheter in the future. They reported skin irritation with cellulitis but no internal infection. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. It was reported that the patient has a medical history of severe kyphosis and multiple back surgeries, including extensive spinal fusion.